Event description:
Part nt821707 drainage kit, lumbar - doctor extracted the lumbar drain and as it was being removed the tip of the drain unraveled/frayed, piece left behind.

Manufacturer narrative:
Initial report ref to natus complaint #(B)(4). Customer submitted a formal letter to natus with notification of a medwatch form - (mw5109606). Part nt821707 drainage kit, lumbar - doctor was placing a lumbar drain during case. Doctor extracted the lumbar drain and as it was being removed the tip of the drain unraveled/frayed, piece left behind. Imaging confirmed a retained piece of drain in canal space. Customer asked to return the complaint form. Customer provided pictures of what was left of the product. Customer is not able to provide any additional information asked on the complaint form. Customer confirms in the medwatch report (mw5109606) that the product is not available for return. There are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Per qms-004442 complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. Acceptable risk as per hazard ID line 4.37 (B)(4) risk analysis spreadsheet - eds 3 external drainage system, severity - 11, moderate risk. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Service repair investigations will be conducted during the repair process and trend data will be reviewed per qms-004442. Further investigation to be carried out.

Event description:
Part nt821707 drainage kit, lumbar - doctor extracted the lumbar drain and as it was being removed the tip of the drain unraveled/frayed, piece left behind.

Manufacturer narrative:
Follow up report 001 ref to natus complaint #(B)(4) customer confirms in the medwatch report (mw5109606) that the product is not available for return. Additional review of pef shows that per IFU for product, customer failed to follow precautions and warnings. Capa005401 related to this complaint. Complaint history was reviewed for the previous two years and found 0 confirmed complaints, giving an incident rate of 0.00%. Per qms-004442 complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. A review of doc-049039 rev 03 natus external drainage lumbar catheter-risk analysis spreadsheet, identifies the hazard situation as "hazard ID # 1.1" based on complaint of "doctor extracted the lumbar drain and as it was being removed the tip of the drain unraveled/frayed, piece left behind. Severity - 11, the residual risk level is considered acceptable. This determination is based on the information received by the customer who reported "doctor extracted the lumbar drain and as it was being removed the tip of the drain unraveled/frayed, piece left behind". A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. DHR reviewed and no related faults/issue found. Faillure confirmed:yes investigation result code: san diego/eds products/user error / improper use of device closure rationale: complaint verified, being tracked as a trend. Based on evaluation of this complaint there is no safety risk of harm, individual complaint related to issue stated. Complaint will be included in trending data for further review and investigation if needed.